Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), on the home choice (hc) unit. The problem was noted during use with the patient connected in dwell 5 of 6. The home patient (hp) checked lines and bags and found no leaks or open clamps on unused lines. The technical service representative (tsr) had the hp cycle power off/on to clear the alarm and end therapy. The tsr had the hp disconnect and remove the cassette. The hp was advised to notify their peritoneal dialysis registered nurse. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.